Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including self- test with working test electrodes without duplicating the report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Te pads used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.